Manufacturer narrative:
(B)(4). Upon additional investigation, the reported condition could not cause or contribute to a death or serious injury.

Event description:
A pharmacist reported to baxter (B)(4) of a stopcock in which the customer observed particulate matter in the packaging of the stopcock. The reported condition occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.